Event description:
The pt reportedly experienced intermittencies with her device. External equipment was exchanged but the problem was not resolved. A company representative met with the pt to perform device evaluation. Testing performed confirm that the device was not functioning. Surgery to explant the device will be scheduled.